Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER due to out of range hv lead impedance. The patient received three shocks. The first two did not convert the arrythmia but the third shock did. Printout message for hv lead impedance was observed. Lead and device were replaced.